Manufacturer narrative:
Patient code not available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. The target lesion was 80% stenosed and located in the proximal and mid left anterior descending artery (lad). The lesion was treated with three passes of the oad on low speed and one pass on high speed. Following treatment with the oad, slow flow occurred. A vasodilator was administered to resolve the slow flow and the prognosis of the patient was good.